Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's insulin pump will not rewind; the grinds are audible but the device would not move. The patient's blood glucose at the time of incident was 586 mg/dl, which was treated via manual insulin injection. The customer did not have the insulin pump available to troubleshoot. No products were returned or replaced.